Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and conductor wire was found to be broken as well. Grip tip detached was returned with the instrument. The complaint regarding a broken jaw was confirmed by failure analysis. Common causes of broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had a broken jaw. The procedure was completed with no reported injury.